Event description:
A (B)(6)-yr-old female pt in the spiral-z post-market registry (B)(4) experienced clinical signs indicative of lower extremity ischemia on (B)(6) 2014 (159 days post procedure). The pt was treated on (B)(6) 2013 for an aortoiliac aneurysm. The maximum aortic diameter was 5.2 cm. The proximal neck had an inverted funnel shape with no plaque/thrombus. The left iliac artery had moderate tortuosity, mild occlusive disease, and moderate calcification. The right iliac artery had moderate tortuosity, mild occlusive disease, and moderate calcification. The pt received a main body device, a left iliac leg, a right iliac leg, and a left iliac leg extension. There was no difficulty deploying any of the components. No other devices were used and no other procedures were performed. A molding balloon was used, but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. A proximal type I endoleak was noted. On (B)(6) 2014 (159 days post procedure), the pt experienced clinical signs indicative of lower extremity ischemia. No other info regarding the event is available.

Manufacturer narrative:
A review of compliant history, instructions for use and trends was conducted. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states "adverse events that may occur and/or require intervention include, but are not limited to embolization (micro an macro) with transient or permanent ischemia or infarction." "Inability to maintain patency of at least one internal iliac artery or occlusion or an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." Minimal information was provided to assist with this case. It is unclear where the ischemia occurred or if it was related to preexisting anatomical conditions or use of the device. Request for additional information was unsuccessful, reference email communication attached. It was however, advised that the patient died. Death was reported 10 months after the complaint event. Based on the available information, the events was not related to patient death. Therefore, the event was trended as moderate harm, which would have been the likely harm associated with this failure mode. It was concluded that the failure mode for this case was adverse physiological response the event was trended as moderate harm to the patient. It was concluded that the failure mode in this case was "adverse physiological response." This failure mode was determined based on the provided event description. Minimal information was returned to assist with this investigation, and request for additional information was unsuccessful. It was however advised that the patient died, based on the available information, the events was not related to patient death. Therefore, the event was trended as moderate harm, which would have been the likely harm associated with this failure mode. Based on the available information, a definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
Additional information provided march 31, 2015. This patient died (B)(6) 2014. There was no additional information regarding the cause of death since the patient died in a different hospital.

Manufacturer narrative:
(B)(4). Event description: still under investigation.